Event description:
It was reported that the intima-ii y 24gax0.75in ss prn slm npvc leaked from the extension tube while pushing out air with the liquid before use. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse was exhausting air with the liquid before using the needle, she found there was the leakage at the extinction tube, so she stopped using it immediately. The head nurse withdrew the needle to prevent needle stick injury."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9262110. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on a review of the manufacturing line our engineers were able to locate a potential source for the observed non-conformance in the manufacturing line. In response to this event the affected manufacturing station has been redesigned to mitigate the potential for re-occurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in ss prn slm npvc leaked from the extension tube while pushing out air with the liquid before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse was exhausting air with the liquid before using the needle, she found there was the leakage at the extension tube, so she stopped using it immediately. The head nurse withdrew the needle to prevent needle stick injury."